Event description:
The MFR received info alleging a ventilator was alarming. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, alarms related to the power management board were observed. The power management board was replaced to address the issue.